Event description:
A patient underwent revision surgery to address a fractured locking mechanism on a three-level ozark plate. Two ozark screws at the level of the fractured locking mechanism migrated and "began eroding under the esophagus." This report captures the second of two migrated ozark screws.

Event description:
A patient underwent revision surgery to address a fractured locking mechanism on a three-level ozark plate. Two ozark screws at the level of the fractured locking mechanism migrated and "began eroding under the esophagus." This report captures the second of two migrated ozark screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device not returned.